Event description:
Approximately 5 samples with discrepant ise results. Only the following example was provided: initial sodium result 129 mmol/l, repeat 140 mmol/l. The initial result was reported; patient not adversely affected. The field service representative determined there was a problem with the sample probe. The instrument was repaired.